Event description:
Pt reports pump malfunction. Pt reports they started to wind up the pump to insert the syringe, but the pump would not wind up. Pt did not start the infusion but will manually infuse todays dose; no missed doses reported. No adverse event as a result of pump malfunction. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number: (B)(6). Diagnosis for use: intravenous immunoglobulin other.